Event description:
This lead was explanted and replaced due to noise and intermittent over sensing. The noise was reproducible with pocket manipulation. The pt rec'd an inappropriate shock due to the noise. Should add'l info be rec'd, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at the distal part of the lead. This insulation damage can be considered as the root cause for the observed oversensing issue as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. An interaction between the lead and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.